Event description:
Additional information received noted that upon finding the pacemaker visibly externalized out of the body, infection was also suspected. The pacemaker was removed. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, the pacemaker was found visibly externalized out of the body on (B)(6) 2020. The pacemaker system was removed (B)(6) 2020, and a new rv lead was placed for an external temporary pacer. The patient was stable throughout.